Event description:
It was reported by the rep that the device was used during a laparoscopic heller myotomy. It was reported the trocars' seals were leaking insufflation due to tear in the seal. Both trocars were used throughout the procedure. There was no consequence to the pt.